Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(4), product type lead. Product ID 37744, serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported that there was an overstimulation sensation. There was a shocking or jolting sensation. This occurred suddenly. There had been several occasions of an unexpected surge in stimulation while driving. It was stated that stimulation is now turned off when driving. Review of the adaptive stimulation (as) function was done. As was confirmed to be on and group a was selected at 1.70 volts. Group b was noted to be pulsating while group a was vibrating. The pulsating was noted to feel okay. It was indicated that there were 4 groups but only 1 seemed to work. The patient was stated to be sitting in a chair but not reclined. When he would lean his head back, it would get harder. When he would lean forward like reading a book, the stimulation would get less. When going over a bump in the car, the patient would get an increase in stimulation. If he would hit a pothole in the street or something, it would give him a jolt. This was why stimulation was shut off when driving. It once had zapped him real quick. It was also noted that the patient slipped and fell right on the device ¿not too long ago, but it hasn¿t bothered me or anything.¿ follow-up determined the patient was no longer seeing that particular healthcare provider (hcp). Further follow-up was performed to determine if the patient had received any assistance, who they received it from, and if the patient had any further concerns. This event will be updated if additional information is received.